Manufacturer narrative:
One device was returned. Visual inspected noted a cracked enclosure and corroded drain fitting. Outdated printed circuit board (pcb) and power switch. When the device was powered on during the electrical test it failed immediately confirming the complaint. A most probable root cause was a shorted pcb board from wear of age. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device, when powered on, has a high leakage current. Patient involvement is unknown.